Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2024 of 46 mg/dl. The low bg causes were not known. The customer received third party assistance from their mother, who called 911 and provided milk and sugar to address bg while they waited on the first responders. Once the first responders arrived, they provided a glucose gel packet to address the low bg level. The customer fell of their bed and hit their head because of the low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.